Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred 35 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was detected from the upper head cap of the dialyzer. The fresenius 4008s machine did not sound with a blood leak alarm. Fresenius bloodlines were used for treatment. Blood strips were not used. The blood leak was noted as external. There was unspecified damage seen on the dialyzer. The patient estimated blood loss was 2ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted the same machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.